Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was greater than 500 mg/dl on the meter. Customer went into diabetic ketoacidosis. Elevated blood glucose was addressed with a manual injection. System check was performed with tandem technical support and no issues were identified; however, customer reported sometimes filling cartridges with cold insulin and changing pump supplies every 4-5 days. Customer was informed that infusion sets should be changed every 2 days, and cartridges should be changed every 2-3 days and filled with room temperature insulin per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery.